Manufacturer narrative:
The company service rep examined the system and replaced the footswitch pcb. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message); "system locked up" (no code available). The customer reported the system locked up and a system message displayed. This occurred during set up, but the pt was under anesthesia. The system was switched out and the case was completed as planned. No pt injury was reported.